Event description:
A dealer called to report that a malfunction involving a quickie q7 had occurred. It was reported that the end-user leaned back in this wheelchair to stretch when the back frame cracked near the weld fo the towel bar on the right side. As a result, the end-user fell down inside his home and bumped his head. The end-user did not sustain a serious injury.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up will be filed.